Manufacturer narrative:
During troubleshoot via telephone, the olympus technical support engineer and biomed at the user facility were unable to determine why the ercp signal was not working. The biomed also informed that the provation system image is cut off on the computer. No error code and they are able to release. The image on the cv-190 works appropriately. The customer was informed to contact provation regards to the cut image. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry by the biomed at the user facility that the customer evis exera iii video system center ¿cannot get an ercp (endoscopic retrograde cholangiopancreatography) signal¿. The event was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.